Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. It was reported that consumer ended up having hysterectomy because of health issues. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert, in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and ended up having hysterectomy because of health issues. This event is serious due to medical importance and listed in the reference safety information for essure. Although in this case the surgery's indication was not specified, considering hysterectomy may be required if device removal is necessary, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.